Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right atrial (ra) lead was revised due to the lead integrity alert being tripped for the right ventricular (rv) lead. The alert was tripped in the rv lead for sensing integrity count and non-sustained events. The oversensing on the rv lead was from atrial pacing and the physician felt the issue was related to the ra lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.